Event description:
International affiliate reports that intra-operatively it was noted the torque was not effective during the final tightening of the set screw within an expendium sai screw. The surgeon tried to remove the set screw but it only spun around. Finally, the set screw was removed with a driver that was deeply inserted into the screw. The threads of the removed set screw were found to be torn/broken like a wire. All thread fragments were removed from the patient. The procedure was extended by fifteen minutes with no adverse consequences to the patient.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual inspection of the single inner setscrew revealed that the threads had been completely sheared off. The root cause cannot be positively determined however one possible cause is that the set screw became unintentionally cross threaded during final tightening. A DHR review identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A twelve month complaint trend analysis found no emerging trends. No corrective action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.